Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient¿s spouse who was implanted with a neurostimulator. It was reported that the patient had had their implantable neurostimulator (ins) for several years and it no longer seemed to be working as well. The caller wanted to find a manufacturer representative (rep) in their area. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.